Manufacturer narrative:
The reported event was confirmed cause unknown. Received (5) photo samples. First photo sample shows top view of catheter with syringe. The second, third and fourth photo sample zooms of the tear underneath the inflation cap. Fifth photo sample shows outer tray packaging. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter with syringe. Visually inspected of the sample noted that the catheter had a tear found at the inflation valve site. This does not meet specification which states cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap (2) without cuts, holes or tears on the inflation arm. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: bard silver lubri-sil foley tray (temperature sensing & latex free) temperature sensing, complete care type (with bard hydrogel & bacti-guard silver alloy coating) contents: temperature sensing catheter (with bard hydrogel & bacti-guard silver alloy coating) water soluble lubricant closed drainage bag (complete care type) syringe prefilled with sterile water bard 10 percentage povidone-iodine solution tweezers cotton balls sheet gauze pads gloves UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when sterile water was poured into foley catheter during the pre-test, it leaked from the connection of the inflation lumen, so its use was refrained from.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when sterile water was poured into foley catheter during the pre-test, it leaked from the connection of the inflation lumen, so its use was refrained from.